Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Two episodes of ventricular tachycardia were observed without delivered therapies. One episode was classified as non-sustained right ventricular oversensing, due to the patient¿s rhythm being detected as fast in the near field channel and slow on the discrimination channel. As this was a once time occurrence, it was recommended the patient only be monitored. No malfunction of the lead or the device is suspected.